Event description:
A journal article titled "breast implant-associated anaplastic large cell lymphoma in romania: first case series of all documented cases." Reported, patient diagnosed right side bia-alcl, late seroma. Device has been explanted. This record represents patient number #(B)(6). Histopathological markers of cd30+ and alk- have been provided for alcl diagnosis.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d4.

Manufacturer narrative:
Article citation: breast implant-associated anaplastic large cell lymphoma in romania: first case series of all documented cases. Mare, theodor et al. Journal of plastic, reconstructive & aesthetic surgery, volume 99, 602 - 607. Continued e.1 address for corresponding author: dr. Fabio santanelli di pompeo faculty of medicine and psychology sapienza university of rome azienda ospedaliera sant' andrea - u.o.d. Chirurgia plastica via di grottarossa 1035-1039, 00189 rome, italy email: fabio.santanelli@uniroma1.it. Additional contributing authors: dr. Theodor mares 1 carol davila university of medicine and pharmacy; department of plastic and reconstructive surgery, prof. Dr. "Agrippa ionescu" clinical emergency hospital, bucharest, romania. 2 department of plastic and reconstructive surgery, sant¿andrea hospital, nesmos (neurosciences, mental health and sensory organs department), sapienza university of rome, faculty of medicine and psychology, via di grottarossa 1035/1039, rome, italy. Dr. Radu ionescu private practice, bucharest, romania. Dr. Daniel dima private practice, bucharest, romania. Dr. Michail sorotos department of plastic and reconstructive surgery, sant¿andrea hospital, nesmos (neurosciences, mental health and sensory organs department), sapienza university of rome, faculty of medicine and psychology, via di grottarossa 1035/1039, rome, italy. Dr. Christian radu jecan carol davila university of medicine and pharmacy; department of plastic and reconstructive surgery, prof. Dr. "Agrippa ionescu" clinical emergency hospital, bucharest, romania. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, seroma-late.

Event description:
A journal article titled "breast implant-associated anaplastic large cell lymphoma in romania: first case series of all documented cases." Reported, patient diagnosed right side bia-alcl, late seroma. Device has been explanted. This record represents patient number #3. Histopathological markers of cd30+ and alk- have been provided for alcl diagnosis.

Manufacturer narrative:
Clarification b.3- date of occurrence is an approximation based on information provided that diagnosis occurred 8 years after device implant. Clarification b.7- date of diagnosis is an approximation based on literature review indicating diagnosis occurred 8 years after device implant. Additional, corrected and/or changed data: b.3, b.7.

Event description:
A journal article titled "breast implant-associated anaplastic large cell lymphoma in romania: first case series of all documented cases." Reported, patient diagnosed right side bia-alcl, late seroma. Device has been explanted. This record represents patient number #3. Histopathological markers of cd30+ and alk- have been provided for alcl diagnosis.